Manufacturer narrative:
Device evaluated by MFR: athletis 10.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 5mm proximal of the distal markerband. As per athletis specification the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 14-mar-2023. It was reported that balloon leak occurred. The patient underwent percutaneous transluminal angioplasty . The 70% stenosed target lesion was located in a moderately calcified and moderately tortuous arteriovenous fistula. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was for dilatation. However, when the physician tried to inflate the balloon, a balloon leak was found under angiography. The procedure was completed with another of same device. No patient complications were reported and the patient status was fine. However, returned device analysis revealed balloon pinhole.